Event description:
Same case as 6000089-2005-00754. It was reported that during a coronary drug eluting stenting treatment procedure, two shaft fractures occurred. The lesion being treated was located in the guite tortuous left anterior descending (lad) artery. The vessel diameter was reported as 3.0 mm. The vessel was predialted with a flash 2.0 x 10 and 2.0 x 20 mm balloon. There was one focal lesion in the proximal lad and a taxus express2 drug eluting stent was implanted there. There was another long lesion in the mid lad which had an acute bend and the long taxus express2 3.0 x 32 mm drug eluting stent was not able to cross that bend. In the process of negotiating and pushing the taxus stent the proximal part of the shaft near the hub got kinked and broke. The procedure was tired again with a smaller taxus express2 3.0 x 28 mm stent but the same problem occurred and when the stent was being pulled back the shaft got broken. Another 3.0 x 27 mm des was tried but it also couldn't cross. The procedure was completed with an apollo bionert 3.0 x 36 mm bare metal stent. No pt complications were reported and the pt's status is satisfactory/good.